Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that leakage was observed at the connection prior to patient use, during priming.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The complaint of leakage can be confirmed. Visual and functional testing was performed. Upon further investigation, in attempts to replicate clinical use the cassette was attempted to be filled with 100ml of sterile water using an ICU medical provided syringe. During the filling process a leak was observed between the tubing and female luer. Further inspection of the bond showed spotty solvent coverage. The luer tube bond was separated and the tube and bond pocket were observed. Solvent channel was observed. The tube and luer were found to meet dimensions. The probable cause is due to insufficient solvent application during assembly in tijuana.